Event description:
This retrospective study was conducted between january 2007 to december 2017 on patients diagnosed with distal humerus coronal shear (dhcs) fractures. A total of 21 patients were enrolled for being treated with orif and having a minimum of 1 year follow-up data. The average age was 53 years (range, 19-70 years). Nineteen (19) patients were female and 2 were male. Injuries occurred on the right side in 8 patients and the left side in 13 patients. This study had a mean follow-up period of 73 months (range, 22-152 months). The patients were treated using an extended lateral approach to release the origin of the brachioradialis (br) and extensor carpi radialis longus (ecrl). A distal incision was extended using the kaplan approach as needed and additional exposures of the posterior capitellum were used if screw fixation was needed in a posterior to anterior direction, an extension of the fracture to the posterior capitellum, or for a comminuted fracture. Fractures were reduced using 4.5mm cannulated screws and washers (unspecified) for posterior to anterior fixation. When using anterior-to-posterior fixation, two more headless screws were inserted. A locking plate (unspecified) was used to fix instances of posterior comminution. Any small fragments found that did not contribute to joint stability were removed. An olecranon osteotomy was used to expose the posterior aspect of the humerus, and the capitellum and trochlear fractures were fixed in 6 elbows using only pins or screws (unspecified) and in 6 other elbows using plates or other fixation methods (unspecified). Two (2) elbows had small fragments that were fixed using polydioxanone absorbable sutures with a autogenous bone graft for severe comminution. Olecranon osteotomies were fixed using a cannulated screw with a washer (unspecified). This study enrolled 21 elbows in dhcs fracture (group a) from 2007 to 2017 and 30 elbows in elbow dislocation (group b) in 2020, all of whom attended a single trauma center. Group a was divided by immobilization period into less than 3 weeks (a1) and more than 3 weeks (a2). Injury patterns of the anterior capsule were divided into proximal stripping, middle displaced, and distal avulsion on magnetic resonance imaging (MRI) scans. Range of motion and functional outcomes were compared between groups a1 and a2. All patients in group a exhibited proximal stripping of the anterior capsule, while group b showed middle displaced (37%) and distal avulsion (63%) injuries (p<0.001). The mean flexion contracture was 2° in a1 and 8° in a2 (p=0.139), demonstrating no significant difference by immobilization duration. Similarly, the groups had no significant differences in mayo elbow performance score (meps) or disabilities of the arm, shoulder and hand (dash) scores. One (1) 69-year old female patient had reported use of 4 acutrak screws for capitellar and trochlear fragments using a transolecranon approach. The patient was in the group that used an autogenous bone graft. This patient achieved solid union and developed of posttraumatic osteoarthritis of the radio-capitellar joint, which was not relevant to clinical outcomes. The authors concluded that flexion contracture following elbow trauma appears to be more closely related to the pattern of anterior capsule injury than the duration of immobilization. Early identification of anterior capsule injury patterns via MRI could inform treatment decisions, particularly in cases where stable surgical fixation is challenging. Prolonged immobilization may be a viable adjuvant treatment option in such cases.

Manufacturer narrative:
The device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device information is unknown. Based on the information received, the root cause of the reported event is unknown. Below are all related report numbers regarding this literature review (1 total for this article): note, this MDR is included in the list below. 3025141-2025-00269.